Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) of 2006, a 2.75x20mm taxus express2 stent was implanted in the non tortuous mid circumflex artery near an obtuse marginal branch. Pre-dilation was performed with a 2.5x15mm maverick balloon catheter. Post-dilation was not performed. There were no issues during deployment of the stent. The patient was prescribed plavix following the procedure; however, it was discontinued per physician order after approximately two years. In (B)(6) 2011, the patient presented to the ER complaining of chest pain and in-stent thrombosis was observed. The thrombus was treated with a non bsc aspiration catheter and an unspecified balloon, followed by deployment of a non bsc 2.5x15mm bare metal stent distal to the taxus express 2. Ivus was performed and good apposition was noted. No additional patient complications were reported, effient was prescribed and the patient was discharged without chest pain.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).